Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. While advancing a 2.75x38mm taxus liberte drug eluting stent unto an unk guide wire, "the hypotube broke into two pieces about two thirds of the way from the distal end:. It was removed from the pt and both pieces were accounted for. The procedure was successfully completed with another 2.75x38mm taxus liberte bare metal stent. There were no pt complications.